Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cardiosave intra-aortic balloon pump (iabp) unit shut down on its own. There was patient involvement but no harm reported.

Manufacturer narrative:
E1: initial reporter: (B)(6). Updated field: b4, e1 (initial reporter name), g3, g6, h2, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that they had found a few errors in the logs (fault code 06, fault code 74) that referenced the executive processor board and it was replaced. Device passed the performance and safety checks according to factory specifications.

Event description:
N/a.